Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2017. Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Device circuit error occurred on (B)(6) 2017. Analysis of the device memory indicated that the atrial and ventricular rate histogram data were missing/invalid. Atrial and ventricular rate histograms show "no data available." If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had a power on reset. The device was interrogated and remains in use. No patient complications have been reported as a result of this event.